Event description:
The customer stated a patient's specimen was run [on the dxh 800] in open mode (single tube) presentation and resulted with critical elevated results for rbc/hgb/hct. (Red blood cells, hemoglobin and hematocrit) erroneous results were not reported outside the laboratory. There was no change to patient treatment. No death or injury is associated with this event. The operator questioned the results due to user defined flags and messages. The customer obtained and confirmed correct results by rerunning the sample twice on the same instrument. Raw data is no longer available for this event. Review of data submitted reveals the dxh 800 generated erroneous high rbc and hgb and low wbc and plt with no instrument generated flags on the initial run of a specific patient sample. The erroneous results display the typical pattern for poorly mixed specimens.